Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-06866). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when patient presented in clinic for routine follow up the device could not be interrogated. Several unsuccessful attempts were made to establish communication. Device was explanted and replaced.